Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause may be si joint non-union. Part numbers, lot numbers, manufacturing dates (if available), expiration dates and UDI numbers: ifuse implant, p/n 7055-90, lot# 8175003938015, manufactured 10/17/2012, expires 2015-10, (B)(4). Ifuse implant, p/n 7040-90, lot# i0a22, manufactured 05/19/2014, expires 2019-05, (B)(4). Ifuse implant, p/n 7035-90, lot# i0886, manufactured 12/16/2013, expires 2018-12, (B)(4).

Event description:
In (B)(6) 2012, the patient underwent right side si joint arthrodesis where three implants were placed. There is no information about any initial pain symptom relief following the procedure. The patient claims persistent pain and requested that the implants be removed. The surgeon believed there may have been si joint non-union. In (B)(6) 2016, the surgeon performed a revision surgery where he removed the implants. There was some bone on the removed implants. The status of the patient following the revision surgery is not yet known.